Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded; however, the event description implies that there was no malfunction with the device as it performed as intended and the event was procedure related. The lot history record review was not possible as the lot number was requested, but never received. (B)(4)

Event description:
Information received from the (B)(6). During the mechanical thrombectomy, it was reported that a distal embolus occurred upon delivering the microcatheter from the tip of the basilar artery to the left posterior cerebral artery. From that point, the right calcarine artery (branch of the posterior cerebral artery) was no longer visible. Prior to the event, the patient suffered an acute stroke and was admitted to the hospital on the same day. The calcarine artery was visible at the time of admission. Three solitaire devices were used and they performed as intended; however, revascularization was not achieved in the basilar artery, the tici (thrombolysis in cerebral infarction) was 0 and the aol (arterial occlusive lesion) was 0. The procedure was not continued as three passes had already been conducted within the same vessel. The physician associated the adverse event with the use of the marksman device. The main trunk was not revascularized but the patient did not have any particular symptoms caused by the event. The patient's condition was monitored without medical intervention. Seven days post procedure, the patient's m-rs (modified rankin scale) was 5. Seventeen days post procedure, the patient's condition was reported to be fine. T-pa (tissue plasminogen activator) treatment was not indicated for this patient and only mechanical thrombectomy was performed.